Event description:
A customer reported a malfunction on their pump, identified by the malfunction code "malf 12". There was no adverse impact to the customer¿s blood glucose level. The customer was initially unable to reset the pump but later called back and successfully completed the reset with assistance from technical support. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happened again.